Event description:
It was reported that the customer was on vacation and the buttons on the insulin pump were not working. Customer's blood glucose level was 186 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.